Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a 45" (114 cm) appx 1.7 ml, smallbore ext set w/spiros¿ w/red cap, anti-siphon valve, clamp, y-connector w/chemolock¿ port, rotating luer. It was stated in the report that a patient experienced a small leak of 5fu while on cadd pump with cadd kit (cl4151). Customer says that it looks like the leak is happening at the y-site with chemolock port. There was patient involvement, no patient harm but there was a delay in therapy. In addition to the above entry, the customer became aware of the issue when the nurse noticed white powder substance on pump carrying pouch when patient returned for disconnect. The device was used for 2 days.

Manufacturer narrative:
One (1) used. List #cl4151, 45" (114 cm) appx 1.7 ml, smallbore ext set w/spiros¿ w/red cap, anti-siphon valve, clamp, y-connector w/chemolock¿ port, rotating luer; lot #unknown. --> one (1) used. List #unknown, lsm cassette with fluorouracil; lot #unknown. One (1) used. List #unknown, microclave; lot #unknown. --> one (1) used. List #unknown, needle; lot #unknown. Leak residue was observed on the chemolock y-connector the reported complaint of a leak could be confirmed from the residue on the sample received. However, the leak was unable to be replicated during testing. The probable cause of the leak is unknown. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.